Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of this complaint was determined to be an expected or random component failure resulting from degradation. No design or manufacturing issue was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the videoscope to the olympus service center for evaluation of a separate issue. During the evaluation, a reportable malfunction was identified: the c-body was found to be chipped, requiring replacement of the affected component. There was no patient involvement associated with this event.